Event description:
Rptr alleged the customer obtained a discrepant blood glucose result of 200-299 mg/dl back to back with a result of 90-99 mg/dl on the compact plus system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.